Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report rash at site of sensor insertion on (B)(6) 2014. Patient's mother stated patient experienced red, irritated skin. Patient's mother sought medical intervention and patient was prescribed topical cream. At the time of contact with dexcom technical support patient was in good condition.

Manufacturer narrative:
(B)(4).